Manufacturer narrative:
A ge svc rep performed an on site investigation. The snubber, high voltage cable, and the high voltage tank were replaced during the svc call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system made a loud popping noise then would not fluoro. Also there was a high ma error message. No pt injury was reported.